Manufacturer narrative:
(B)(4). Dmf# 13704 trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form: powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the patella component at the bone to cement and cement to implant interfaces. Depuy cement was used. The patella was still in the correct position. Patient also had a poly swap. Doi: (B)(6) 2018 dor: (B)(6) 2021 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.